Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator. Was used during a esophagogastroduodenoscopy (egd). According to the complainant, during the procedure, the physician attempted to deploy a band on an esophageal varix, but the band would not deploy. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.